Manufacturer narrative:
(B)(6). In this MDR, bd corporate headquarters in (B)(4) has been listed in sections as technosoft is an OEM manufacturing site. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd sri starter interface was always on, the green light flashed, could not be turned off and kept draining the batteries. No report of injury or medical intervention. No report of blood exposure to mucous membrane.